Event description:
It was initially reported that a device was recharged with a "medical net", as it was found difficult to obtain good coupling with the belt. The recharge belt impaired coupling. A clinical examination/intervention was performed on (B)(6) 2010. On (B)(6) 2010, it was later reported that the pt was hospitalized due to an infection of the 'scar skull". The pt presented with erythema and "phyctema" on the skull scar. The location was noted as being right side; and the bur hole site. Examination/palpation test was conducted on (B)(6) 2010. The pt's outcome was not reported. Additional info will be provided in a follow-up report, as it becomes available.

Manufacturer narrative:
(B)(4).